Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet spiroflex thrombectomy system. Visual and tactile examinations showed that there was a break in the hypo tube approximately 110cm from the hub of the catheter. The thrombectomy system was inserted in to the ultra console for functional testing. The spiroflex would not get into priming mode and further examination observed that it was leaking from the break in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter had a leak or hole in it. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure, target lesion details unknown. The catheter would not prime, "there continued to be persistent air in the catheter and fluid was not running through smooth and it was barely filling the disposal bag." It was alleged that there was "a leak or hole in either the hub that sits in the case unit where the pump is or somewhere along the catheter length." The thrombectomy catheter never entered the patient and the procedure was completed with "a manual aspiration catheter, balloon inflations and several clot busting medications to help the clot dissolve." Two synergy stents were placed and "flow in the vessel was achieved with some distal clot still present." Additional intravenous medications were administered to continue to help clot from forming. The case "turned out ok but was made much longer because they were not able to use the correct device for thrombus removal." No patient complications were reported and the patient's status was reported as "doing well."